Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was sensing noise which resulted in inappropriate antitachycardia pacing. The lead was explanted and replaced successfully. The patient was in stable condition throughout the event.